Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device lot #: unknown; medical device expiration date: unknown; device manufacture date: unknown. Results: a sample is not available for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. In the event that new, changed, or corrected information is obtained, a supplemental report will be filed. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported with the use of an unspecified pen needle there was an issue with sterile breach. It was stated ¿the patient was giving herself injection with novolog flex pen with bd needles and the pen jammed. The patient pushed harder and when the bd needle was removed out of the skin, the bottom half (plastic base) was still on the pen but the needle was no longer attached to it. The patient was concerned that the needle was possibly still stuck under the skin. No further information available.¿ there was no report of injury or further medical intervention.